Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the staff tried the wand on the patient four times, each with a detection. The manual counts were correct. An x-ray was brought in and it confirmed the manual counts with no foreign body in the patient. It gave a clear code. They replaced the wand on the console.

Manufacturer narrative:
Correction: additional information: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that the device had a false positive scans. It detected a sponge when there were no rfid sponges present. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The wand detected the rf sponges correctly. The device did not give a detection indication when no rfid sponges were present. The investigation found the device to function normally and within specifications. Manufacturing non-conformance review is not required since the lot number is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the staff tried the wand on the patient four times, each with a detection. The wand gave false positive detection the manual counts were correct. An x-ray was brought in and it confirmed the manual counts with no foreign body in the patient. It gave a clear code. They replaced the wand on the console. The new, replacement wand gave the clear code on the same console.